Event description:
It was reported that a patient was implanted with a unknown size bicor tissue valve in the year of 2002. On an unknown date it was observed on echocardiogram (echo) that the valve had failed. Patient symptoms were unknown. The valve was explanted on (B)(6) 2022. Upon explant, calcification was observed on the valve. A non-abbott valve was implanted successfully. The patient remained stable throughout the procedure. This event is being conservatively reported as the valve had been implanted for an estimated 20 years, no additional information was able to be provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: the date of implant will be estimated as (B)(6) 2002.

Event description:
N/a

Manufacturer narrative:
An event of valve failure, calcifications being present on the explanted valve, and explant of the valve after twenty years was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D6a - implant date : the date of implant is estimated as (B)(6).2002.